Event description:
A consumer reported experiencing blurring of near and mid-range vision with difficulty reading following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. Add'l info was requested on 11/04/2009, 11/10/2009, 11/13/2009 and 11/16/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).